Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of recn0353 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that when PICC catheter was opened the catheter wire was broken and frayed. The device was not used on the patient.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a broken stylet is confirmed and was determined to be use related. One 5 fr dual lumen powerpicc with a t-lock and stylet inserted was returned for evaluation. An initial visual observation showed the stiffening stylet returned within the catheter and t-lock was broken and severely unraveled. Both the core wire and coiled wire were observed to be broken. Some use residue was observed on the returned samples and a clear fluid was observed in the extension legs. Once the stylet was removed from the catheter, it could be seen that the majority of the stylet distal to the t-lock was not unraveled; however, the weld tip was observed to be missing. A microscopic observation revealed the fracture surfaces of the break midway in the coiled wire were flat and mostly granular. The fracture surface of the core wire was observed to be peaked with two angled surfaces. About half of the larger angled surface of the break in the core wire was observed to be granular in texture and the other half was observed to smooth and lustrous with striations parallel with the angle of the fracture. The distal-most fracture surface of the coiled wire was also observed to be partially granular and partially smooth and lustrous with striations. The smooth and lustrous surface texture observed on the core wire and distal end of the core wire as well as the striations observed on the fracture surfaces indicate the stylet was cut was a ground-sharpened instrument. The product IFU states: ¿the stylet or stiffening wire needs to be well behind the point the catheter is to be cut. Never cut the stylet or stiffening wire,¿ also ¿never use force to remove the stylet. Resistance can damage the catheter. If resistance or bunching of the catheter is observed, stop stylet withdrawal and allow the catheter to return to normal shape. Withdraw both the catheter and stylet together approximately 2 cm and reattempt stylet removal. Repeat this procedure until the stylet is easily removed. Once the stylet is out, advance the catheter into the desired position.¿ a lot history review (lhr) of recn0353 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that when PICC catheter was opened the catheter wire was broken and frayed. The device was not use on the patient.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a damaged wire was confirmed, but the exact cause could not be determined from the two photographs that were provided for investigation. The photos showed a stylet wire and the product labeling. The stylet coil wire appeared tightly coiled distal to the t-lock extension set. The section of coil wire proximal to the extension set septum was stretched and unraveled. It appears that the core wire was completely removed from the septum. The type of damage shown typically occurs when the distal tip of the stylet is cut when the catheter is trimmed to length; however, the condition of the distal tip of the stylet could not be discerned from the photo. The product IFU states, ¿retract the stylet to well behind the point the catheter is to be cut. Using a sterile scalpel or scissors, carefully cut the catheter according to institutional policy if necessary. Caution: the stylet or stiffening wire needs to be well behind the point the catheter is to be cut. Never cut the stylet or stiffening wire.¿ a lot history review (lhr) of recn0353 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that when PICC catheter was opened the catheter wire was broken and frayed. The device was not use on the patient.